Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. All but two of the proximal threads of the anchor have broken off. The anchors rails are heavily burnished indicative of contact with the cortical layer of bone. These observations suggest that the anchor was subjected to excessive force and off axis insertion. Per the device instructions for use 10600803 ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿.

Event description:
It was reported that during an rcr surgery the anchor was broken during insertion, after awling. All pieces were removed using instruments. The procedure was completed with a backup device with no significant delay or patient injury reported.